Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the stem size not working for the patient. The surgeon did not find a suitable djo stem that would work for this patient.